Event description:
The user facility reported that the angio-seal sheath would not advance over the wire into the artery. They mentioned it felt as though there was a taper in the sheath or wire, preventing it from fitting. The assembly was removed, and manual pressure was applied. No harm was done to the patient, and no adverse events occurred. There was no reported blood loss. The procedure performed was an angiogram.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio seal device was returned for product evaluation. The returned sample included the header bag, guide wire, foil pouch, carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were fully mated, and a kink was noted at the blood inlet hole of the sheath/locator assembly. Also, a kink noted on the guide wire. The complaint could be confirmed for a kinked sheath and locator. The exact root cause could not be determined. The likely cause was determined to have been resistance encountered during device insertion resulting in damage to the device assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).